Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned device revealed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged and the crimped diameter of the stent still complies with the specification. A reference guidewire could be introduced with no unusual friction. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible in the provided angiographic material. Review of the product release documentation of the complaint device confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment of a pre-dilated mildly calcified lesion (90 percent stenosis degree) at a bifurcation. The orsiro could not cross the lesion.